Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7248454.

Event description:
It was reported that the patient experienced severe pain and leg weakness. The patient had a spinal cord stimulation (scs) lead pull and was doing well postoperatively. The leads will not be returned as they were discarded by the facility.